Event description:
The patient was originally treated by dr. (B)(6) at (B)(6) in (B)(6) 2025. The patient presented at another hospital to another surgeon (dr. (B)(6)) and they are taking the patient to the operating room immediately and removing the entire construct and replacing with another system due to screw dissociation.